Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 3 fr groshong clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed a reddish-brown residue on the stylet within the returned catheter. The proximal end of the catheter was observed to be up against the white plastic of the flushing hub. The catheter was flushed with a 12 ml syringe of water and a spraying leak was observed approximately 1.8 cm proximal to the distal tip of the catheter. A microscopic observation revealed an almond-shaped hole in the catheter at the leak site. The distal tip of the stylet was observed to be positioned about 0.5 cm proximal to the observed hole. The edges of the hole were observed to be somewhat rough and the fracture surfaces were observed to be mostly flat and granular. A small amount of material seemed to be missing at the location of the hole, and the hole appeared be approximately the same diameter as the stylet. The location, shape, size, and texture of the damage observed in the returned catheter suggest the damage was caused by the stylet tip; this can occur during manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or forceful insertion of the stylet and catheter against resistance. The product IFU states: ¿preflush catheter with sterile normal saline.¿ a lot history review (lhr) of redq3753 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found a small crevasse 2 cm away from the tip of a catheter when pre-flushing the catheter using normal saline for check. Saline flew from the crevasse when injecting. After communicating with the dealer, the staff placing catheter replaced the catheter with a new one to complete catheter placement.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq3753 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse found a small crevasse 2 cm away from the tip of a catheter when pre-flushing the catheter using normal saline for check. Saline flew from the crevasse when injecting. After communicating with the dealer, the staff placing catheter replaced the catheter with a new one to complete catheter placement.